Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the device broke inside the patient during implantation despite thread cut. All fragments could be removed from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed, the device was returned with an 8mm long anchor fragment. The fragment was damaged and could not be measured. No damage or abnormality was observed on the driver. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.